Event description:
When catheter was placed in coronary sinus we were unable to obtain intra cardiac waveforms from poles 3 & 4. Cable was changed but problem persisted. Catheter removed and new catheter was placed. No patient harm identified from this event.what was the original intended procedure?catheter ablation of supraventricular tachycardia/atrial flutter.